Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 kept failing whenever cubies were accessed and unable to recover. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) reseated all rear connections for drawer and also reseated the row boards. During inspection, a damaged rear bus cable was found, likely due to improper handling. The cable was replaced, and the customer verified successful operation through the inventory application without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 kept failing whenever cubies were accessed and unable to recover. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes and section b describe event or problem and section d device available for eval, returned to manufacturer on. Correction: section d unique device identifier (UDI), section e other occupation, section g manufacturing location, reporting source. Part analysis: the report condition of "failed cubie drawer #5" was confirmed during field service engineer (fse) testing and subsequently confirmed in the dchu inspection process. According to work order # (B)(4), the fse reseated all rear connections for main 5. Then the fse reseated all row boards and found that the rear bus cable was damaged from user. The fse replaced bus cable and customer verified operation via inventory application without any issue. The report was closed. During dchu visual inspection: pn 120547-01: the "assy cbl pyxibus 6 drawer" was received with exposed copper strands and black marks during dchu testing: pn 120547-01: no further tests were deemed necessary due to thermal damage observed during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue was identified as a faulty "assy cbl pyxibus 6 drawer" due to the exposed copper strands with signs of thermal damage, caused by continuous rubbing or friction between the cable and the chassis, which ultimately compromised the station's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 kept failing whenever cubies were accessed and unable to recover. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. As per part investigation, it was determined that there was faulty assy cbl pyxibus 6 drawer due to the exposed copper strands with signs of thermal damage. There were no adverse events or injuries reported based on this event.